Event description:
The plaintiff's attorney alleged the decedent experienced a sudden cardiac event after the use of the product and subsequently expired one day later..

Manufacturer narrative:
This is one event of two device reports associated with this event, which is one of two events for the same pt.